Event description:
A high readings issue was reported with the adc device. The customer received a high sensor scan result of 350 mg/dl but no comparison was done as the customer indicated "they could not do finger pricks anymore". As a result, the customer experienced a seizure however, there was no report of self-treatment or third-party medical intervention. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.